Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and ECG strips (attached) on the day of the event and incoming functional testing. Additionally, incoming functional testing was conducted on the suspect device. During functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of 3 appropriate shocks. The patient was reportedly at home and conscious at the time of the event. It was reported that the patient remained conscious throughout the event and was pressing the response buttons. At 18:08:27, the lifevest detected an arrhythmia. Clinical review of the patient's ecgs show that the patient was in ventricular tachycardia (vt) at 200 bpm. The response buttons were pressed from 18:08:31 to 18:09:07. It was reported that the patient was conscious and pressing the buttons. At 18:09:57, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment was vt at 190 bpm, and the post-shock rhythm was vt at 210 bpm. The response buttons were pressed from 18:10:01 to 18:14:22, and from 18:15:45 to 18:20:27. At 18:21:12, the patient received the second treatment. The patient's rhythm at the time of the treatment was vt at 220 bpm, and the post-shock rhythm was vt at 240 bpm. The response buttons were pressed from 18:21:16 to 18:22:22. At 18:23:29, the patient received the third treatment. The patient's rhythm at the time of the treatment was vt at 240 bpm and the post-shock rhythm was vt at 250 bpm. The response buttons were pressed from 18:23:47 to 18:24:19. It was reported that ems was called during the event and the patient was taken to the hospital. The patient has ended use of the lifevest to receive an ICD.